Manufacturer narrative:
The instrument is performing within specification. A general instrument or reagent problem could not be identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys troponin t hs stat assay. The sample initially resulted with a troponin t value of 23 ng/l and this value was reported outside of the laboratory to the patient. The sample was repeated, resulting as 4.9 ng/l. Another tube of the sample was also repeated, resulting as 4.7 ng/l. No adverse events were alleged to have occurred with the patient. The troponin t reagent lot number was 305646, with an expiration date of 30-jun-2019.